Manufacturer narrative:
The pump was received with normal operating currents and passed the unexpected restart, self test, displacement, rewind, basic occlusion, prime and excessive no delivery tests. However, the pump alarmed motor error during the occlusion test due to a faulty force sensor resistor. No displacement anomalies were noted and the motor passed the motor test. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error several times during rewind. Customer's blood glucose was 190 mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis.